Event description:
A (B)(6) pt undergoing laparoscopic appendectomy. The ethicon stapler ref # (B)(4) and endopath reload ref # (B)(4) misfired. "The staple line bled and there were staples left in the child's pelvis which were removed. There was no harm to the pt and the operation was completed without further issues. Dr (B)(6) was the surgeon. FDA safety report ID# (B)(4).